Event description:
It was reported that pump battery level display appeared frozen at 10 percent. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through reset steps, issue was resolved.